Event description:
It was reported that during a stenting treatment procedure, a shaft detachment occurred. The lesion was located in the common iliac artery. Lesion details are unknown. The express biliary 7x30mm stent delivery system was advanced to the lesion and the shaft separated upon deployment. The stent delivery system was withdrawn and the balloon remained in the sheath. The sheath and the balloon were removed together. The procedure was discontinued. The patient was recommended for a further intervention. The patient's status is reported as "fine".